Manufacturer narrative:
H3 - vendor analysis confirmed the event and isolated to a faulted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd:, UDI#: (B)(4). H3) a manufacturer representative went to the site to test the navigation system. In summary, the system underwent a comprehensive e valuation of hardware, software, instruments, and self-test. It was noted that the system's visual inspection initially failed, but the issue was resolved by replacing the camera. After the camera was replaced, the system performed as intended. Codes b01, c13, d02 apply. H3) the 9735821r camera was returned to the manufacturer for evaluation. After visual/physical examination, functional testing, and proceduralized device testing, the reported issue was confirmed. The findings included scratches on the housing, intermittent firmware incompatibility, and battery voltage low, bump detection, and storage temperature exceeded messages. The psu also failed an accuracy test (aak) at .376mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Notably, the failure mode was electrical, and the failure mechanisms were battery voltage low and system fault code. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system was showing 'localizer faulted'. Troubleshooting revealed that nditoolbox indicated a bump and temperature trigger, which was identified as an erroneous bump. There was no patient involvement reported.